Manufacturer narrative:
Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using ankylos implant system. This report is for the dental implant device. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.